Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all materials assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a burr detachment occurred. A 1.75mm rotalink¿ burr was selected for use. During preparation, the physician attempted to connect the burr to the advancer; however, it was noted that the burr disintegrated. Subsequently, part of the burr came off. The procedure was completed with a 1.5mm rotalink¿ burr. There were no patient complications reported and the patient's condition was fine.